Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen was scuffed and crack on side by reservoir. It was reported that it was slower pump when priming and keypad unresponsiveness and several no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive up buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, prime/fill anomaly or rewind anomaly due to unresponsive button. Unit had cracked reservoir tube lip. (B)(4).